Manufacturer narrative:
The manufacturer¿s international service technician confirmed that the reported issue occurred due to motor controller board being detached from cpu (central processing unit) board. The manufacturer¿s international service technician connected the motor controller board to cpu board, and it was confirmed that the issue was fixed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device displayed occurrence of vent inop error code 1006-da pcba adc (data acquisition board analog-to-digital converter) failed. There was no patient involvement.